Event description:
An attempt to advance a coronary stent with delivery system to the target lesion site in the patient's obtuse marginal branch was unsuccessful due to the report of a vasospasm. In response the sds was withdrawn from the patient without complication and another sds was introduced and successfully advanced and deployed and the target lesion site. There was no additional complications reported relative to this event.